Event description:
It was reported that the right ventricular lead impedance had increased over the past two to three months and was in the 1500's. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.